Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin pump primed properly; the prime was listed in the reservoir set menu history screen; no prime fill anomaly or history anomaly noted. During the occlusion test, there was no gap between the motor slide and the reservoir. The units remaining in the status screen matches the test reservoir volume. The insulin pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen; then was programmed with multiple basal profiles and monitored; all basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly noted. However, the insulin pump had a minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer think there is no delivery anomaly on the insulin pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 402 mg/dl. The customer stated that they are unable to upload to care link at this time. The customer stated that the delivery anomaly was within 3 days of call. The customer was advised that the device would be replaced. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 402 mg/dl. The customer has not treated for high blood glucose.

Manufacturer narrative:
The pump passed the delivery accuracy test.